Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-07004. It was reported that the patient's modular cable was exchanged for an unknown reason. The care provider used the patient's backup controller when doing this so the connection would be fast.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable exchange could be confirmed with the additional information provided; however, the reason that led to the exchange could not be determined. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause that led to the exchange could not be determined through this evaluation. Heartmate 3 instructions for use, rev. G, section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, rev. G, section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use, rev. G, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. G, section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook, rev. G, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.